Event description:
It was reported that the device was broken or damaged. The logic board is not powering on and the red arrow above the power button is lit up. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case w/keypad due to power button and ac light on keypad unresponsive; .third party rear case installed; rear case replaced. Iuis replaced due to corrosion on pins; software version as found 9.33.1; as left 9.33.1. This device is being returned with the third party parts removed,because these third party parts have not been approved for use in this device. The device has been tested with a alaris products-approved parts. Please use only parts approved by carefusion alaris products. The use of third party parts may negatively impact the performance of the devices and void the warranty. Please refer to the disassembly/reassembly section of the service manual for parts installation instructions. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. Please use only batteries approved by carefusion alaris products, due to battery manager requirements and the thermostat contained in the battery assembly. The use of non-standard batteries may negatively impact the performance of the devices and may void the warranty. Battery replacement should be performed only by qualified service personnel while the instrument is not in use. Please refer to the disassembly/reassembly section of the service manual for battery. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 09aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device was broken or damaged. The logic board is not powering on and the red arrow above the power button is lit up. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. The logic board is not powering on and the red arrow above the power button is lit up. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case w/keypad due to power button and ac light on keypad unresponsive; .third party rear case installed; rear case replaced. Iuis replaced due to corrosion on pins. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. A review of the device history record showed the device had a manufacture date of 09aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. The logic board is not powering on and the red arrow above the power button is lit up. No additional information was provided. There was no patient involvement.